Event description:
The original report received from the affiliate states that the distal portion of the stabilizer wire became bent at the proximal portion of the target lesion. The product was returned for evaluation and testing and revealed that the tip was stretched. The patient's age was unknown, but was a male. The target lesion was the left external iliac artery. It is unknown if the lesion was the de novo, but was moderately calcified and highly tortuous. There was 90% stenosis. Ipsilateral approach was made from the left femoral artery. Stabilizer (support 180cm: complaint product) was delivered to the lesion, but the distal portion of the stabilizer became bent at the proximal portion of the target lesion. Once, the stabilizer was retrieved from the patient and checked outside the patient, but it was confirmed that the distal portion of the stabilizer was in the condition which could not be pre-shaped. Therefore, the physician stopped using the stabilizer and a different product (aqua v3) was used instead. The procedure was finished successfully without any problem. There was no patient injury reported. The product was returned for evaluation and a stretched condition was observed on the coil from distal tip.

Manufacturer narrative:
The original report received from the affiliate states that the distal portion of the stabilizer wire became bent at the proximal portion of the target lesion. The product was returned for evaluation and testing and revealed that the tip was stretched. The patient's age was unknown, but was a male. The target lesion was the left external iliac artery. It is unknown if the lesion was the de novo, but was moderately calcified and highly tortuous. There was 90% stenosis. Ipsilateral approach was made from the left femoral artery. Stabilizer (support 180cm: complaint product) was delivered to the lesion, but the distal portion of the stabilizer became bent at the proximal portion of the target lesion. Once, the stabilizer was retrieved from the patient and checked outside the patient, but it was confirmed that the distal portion of the stabilizer was in the condition which could not be pre-shaped. Therefore, the physician stopped using the stabilizer and a different product (aqua v3) was used instead. The procedure was finished successfully without any problem. There was no patient injury reported. The product was returned for evaluation and a stretched condition was observed on the coil from distal tip. A non-sterile unit of sgw .014 stabilizer 180cm was received coiled inside of a plastic bag. A stretched condition was observed on the coil from distal tip. Curly condition was observed on distal tip. Stabilizer was observed under vision system and no other damages were observed that found during visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer was confirmed due to the damages observed as stretched and curly on the device. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment. . The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. Based on the information provided, there are possible vessel characteristics (moderately calcified and highly tortuous, 90% stenosis) and procedural factors that may have contributed to the event reported. Neither the DHR, nor the product analysis suggests that the kink/bend reported and distal stretched condition found during analysis are related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Concomitant devices: inflation device: encore, gw: aqua v3, bc: slalom thrill, stent: smart control.